Manufacturer narrative:
Product complaint # (B)(4). Batch # r5c27g additional information was requested and the following was obtained: can you please clarify what was meant by ¿cannot anastomosis with the proximal and distal end¿? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any staple formation issues identified? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient? Response: surgeon explained that the anvil clicked onto trocar but when they went to close it felt like the anvil disengaged or popped off. They continued and tried to fire the stapler but it didn't work, surgeons thinks there was no crunch from washer. No anastamosis occurred and a hand sewn was anastamosis was subsequently done. Surgeon said there is no problem with patient. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the staple retainer was received. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information: can you please clarify what was meant by ¿cannot anastomosis with the proximal and distal end¿? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any staple formation issues identified? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient? Device follow up: please provide the status of the device as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, "cannot anastamosis with the proximal and distal end''. It is unknown how procedure was completed. Patient consequence was not reported.